Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 was difficult to open and close. A field service engineer logged into the station and dropped down to the desktop. Launched the hardware testing application, removed all pockets from drawers 4.1 and 4.2, powered the station down, replaced drawer four, placed the pockets into the new drawer, powered the station back on, and addressed drawer 4 through the storage space configuration screen to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bad rails on the main drawer. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.